Event description:
It was reported that the customer's device would not complete its boot up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the user interface and system controller pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed pcb assemblies and determined that the cause of the reported failure was due a heat sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.